Manufacturer narrative:
(B)(4). The analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. No clips fell out from the jaws during the evaluation and the jaws closed and opened as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a carotid artery surgery, prior to firing the device, the first clip fell out of the jaws onto the drape. A second device was opened and after firing, ¿it grabbed and tore the vessel.¿ it was unknown if the jaws were allowed to open prior to removing the device from the carotid or if the device was rapid fired. No bleeding was reported. The case was completed with a third device of the same product code. There were no patient consequences reported.